Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-01-38, 6396682, equinoxe reverse 38mm glenosphere; 320-15-05, 6409929, eq rev locking screw.

Event description:
As reported, this (B)(6) y/o male patient was diagnosed with an infection in the left shoulder component a revision was completed for component exchange. The infected implants were removed and replaced.

Manufacturer narrative:
(H3): based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (b5) as reported, this 66 y/o male patient was diagnosed with an infection in the left shoulder component a revision was completed for component exchange. The infected implants were removed and replaced. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.

Event description:
As reported, this 66 y/o male patient was diagnosed with an infection in the left shoulder component a revision was completed for component exchange. The infected implants were removed and replaced. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.